Event description:
Reportedly, upon ICD interrogation on (B)(6) 2013, an error message was displayed. Additionally, despite several interrogation attempts, some diagnosis data were missing in device memories. Device memories were manually reprogrammed. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.